Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences root cause description: undetermined. No lot information or sample available. Rationale: no lot information or sample available. No further investigation required.

Event description:
It has been reported that the injector luer lock n35c multipack has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 515005, batch no.: unknown. It was reported there were 2 incidents of the n35 coming disconnected from the alaris tubing set. Verbatim: disconnects & leaks when using phaseal on long term infusions. 2 incidents reported of n35 coming disconnected from alaris tubing set. Drug leaked from tubing once n35 was disconnected. 1 incident reported of a leak thru the membrane of the c45. Complaint 1 of 2.